Manufacturer narrative:
Correction: b4/f8: date of this report in MDR follow up #1 is being corrected from blank to 06/24/2021.

Manufacturer narrative:
H10: the actual device was not available; however, two photographs of the sample was provided for evaluation. The visual inspection of the two provided photos showed in each photo a product after treatment with the product label visible. Visual inspection did not verify the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 06/04/2021.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with two polyflux 140h units, an external fluid leakage from the header was observed. There was no patient injury or medical intervention associated with this event. No additional information is available.